Event description:
It was reported that this lead was an attempted implant was explanted due to helix extension issues and under sensing. A new lead was successfully implanted. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was an attempted implant due to helix extension issues and itwas exhibiting under sensing. A new lead was successfully implanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported.